Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735825. A manufacturer representative went to the site to service the system. The system failed visual inspection and the breakout box was replaced. A system checkout was then completed and showed the system was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a em shunt placement procedure. It was reported the site had issues tracking probes when placing an em shunt. After further investigation it was discovered the one of the prongs on the breakout box connecter was damaged and pushed in. The use of navigation was aborted. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome. The probable cause of the issue was improper placement of the connector.

Manufacturer narrative:
D10: lot number 603003007. H3: the em interface was returned to the manufacturer for analysis. Function testing and visual/physical examination confirmed the reported issue noting a recessed pin. This issue was caused by physical damage of the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.